Event description:
It was reported that the ilet screen was partially nonfunctional due to a newly observed horizontal crack, rendering the top half of the display inoperative and impairing reliable insulin delivery and meal announcements; a replacement was issued and the user was advised to employ backup therapy. Symptoms included fatigue associated with a low blood glucose of 84 mg/dl. Outcomes included correction of the low by eating lunch, with no need for outside assistance or medical intervention. Investigation included collection of event details and facilitation of device replacement logistics. Investigation of this case revealed a broken display consistent with physical damage to the screen. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.